Event description:
It was reported that during a stenting treatment procedure, removal difficulties and stent damage occurred. The patient presented with an emergent myocardial infarction (mi). The stenting treatment procedure treated the target lesion located in the severely calcified right coronary artery. An attempt was made to advance a 3.0x28mm ion stent but due to a poor guide catheter engagement with a non bsc guide catheter, the physician had to withdraw the ion stent. Upon withdrawal, the ion stent got hung up on the edge of the guide catheter and became flared and the stent system could not be removed through the guide catheter. The physician then attempted to pull everything in the vessel out as single system but was only able to retrieve the system back to the sheath. Because of the emergent situation, the physician left those devices alone and then accessed the left groin using a larger 8 fr sheath and successfully placed two stents in the rca. After successfully addressing the emergent condition of the patient, the physician then refocused his attention on the devices accessing the right groin. A snare was introduced through the left groin and advanced through the iliac artery and was used to remove the ion stent from the delivery balloon, and was then held in place with the snare. The stent delivery system and guide catheter were then pulled back and removed out of the right groin. Next the stent was removed via the snare through the left groin to successfully complete the procedure. No further patient complications occurred and the patient status is fine.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).